Manufacturer narrative:
This lead was explanted due to fracture on (B)(6) 2019. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegms showed artifacts on the right ventricular channel leading to oversensing with shock delivery as reported in the complaint description. Furthermore the available pacing impedance trend curve demonstrated the reported abrupt increase from initially 400ohms between (B)(6) 2018 and (B)(6) 2019 to greater than 3000ohms at the end of the recording period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
A lead fracture was observed on (B)(6) 2019. The lead fracture presented with a sharp rise in impedance, which was reported on home monitoring sometime around (B)(6) 2019, up to 1700+ ohms, sustained noise on the p/s conductor. Patient received 31 inappropriate shocks. The lead remains implanted at this time. Should additional information become available this file will be updated.